Event description:
A malfunction was reported by the customer, identified by the code 16-0x20e6, concerning their pump. Blood glucose level was recorded at 150 mg/dl, a value within the normal range. To address the issue, steps were taken to reset the pump, but the malfunction persisted. A replacement pump was arranged with serial number 1412434, and the device was scheduled to be returned by the customer.